Event description:
It was reported to medtronic minimed that the customer reported an insulin flow block. The pump was stuck on a magnet and turned off for a long period of time. The customer reported no adverse event. The event involved product(s) mmt-399a, mmt-332a, and mmt-1880. Troubleshooting was not performed for the insulin flow blocked alarm, and it's a past event. No harm requiring medical intervention was reported. No product return is required for mmt-399a, mmt-332a, and mmt-1880

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded with the following testing to ensure proper functionality of the unit. After multiple new batteries and battery caps unit remained on blank display. Unable to perform self test due to blank display. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroded electronic assemblies, not allowing the unit to turn on, isolate to electronic stack. Unit was downloaded however no relevant alarms were noted. The unit was also received with a cracked battery tube, cracked battery threads, cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, the customer¿s alleged blank display was confirmed because the unit came in with blank display, which was due to corroded electronic assemblies, isolated to the electronic stack. Customer allegations of magnetic field exposure and no delivery anomaly was unknown due to the blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.